Manufacturer narrative:
Result: beeper not connected to cpu.

Event description:
It was reported by service report that the bed alarm was not sounding when the bed exit was activated. No pt involvement or adverse consequences were reported.